Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had an open sore under one of the electrodes. The patient's registered nurse gave the patient an antibiotic ointment to treat the rash. Follow-up indicated tha the rash was improving and under control.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.